Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided an inappropriate shock due to t-wave oversensing of an supraventricular tachycardia (svt). Smart pass was also noted to be deactivated, and variable amplitudes were present. Provocation maneuvers were performed, and capture was present on all vectors during postural changes. Automatic setup was performed, and all vectors were unsuccessful. While the physician recommend hospitalization pending further troubleshooting, the patient refused. The physician opted to turn off therapy at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided an inappropriate shock due to t-wave oversensing of an supraventricular tachycardia (svt). Smart pass was also noted to be deactivated, and variable amplitudes were present. Provocation maneuvers were performed, and capture was present on all vectors during postural changes. Automatic setup was performed, and all vectors were unsuccessful. While the physician recommend hospitalization pending further troubleshooting, the patient refused. The physician opted to turn off therapy at this time. No additional adverse patient effects were reported. Technical services (ts) was contacted to review device data and confirmed all vectors were unsuitable due to the patient's morphology and low amplitude measurement's. Ts recommended further troubleshooting. This s-ICD remains in-service with therapy turned off at this time. No adverse patient effects were reported.